Manufacturer narrative:
The reagent lot number was 872155 with an expiration date of 31-jan-2026. The investigation is ongoing.

Event description:
There was an allegation of discrepant low cholesterol gen.2 assay results for one patient sample tested on a cobas 8000 c 702 module. The initial result was 123 mg/dl. The repeat results were 225 and 226 mg/dl.

Manufacturer narrative:
Qc and calibration were within the acceptable ranges. The investigation did not identify a product problem. The issue was determined to be sample-specific.